Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to incorrect dipping parameter. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with state 10ml of sterile water or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that the customer had a problem with the new foley indwelling catheterization sets when they were catheterizing the patient for an emergency cesarean section. There was a small opening in the foley catheter sachet and no second sachet, so there was an increased risk of aseptic faults. It was stated that the catheter was very rigid and the customer had difficulty in mounting the catheter . After the check, the catheter was found to be incorrectly placed and the user replaced it with old catheter. It was stated that the user's colleague had the same problem last week. Per follow up information received via ibc on 24mar2022, it was stated that there was no information regarding the lot number for the catheter with which the midwife had mounting problem.